Manufacturer narrative:
(B)(4). The analysis results of the (B)(4) found that it was received with the shaft bent and the jaws in the closed position. The trigger was manually assisted in order to open the jaws and then, one jaw was noted to be broken at the bifurcation with one pear shaped clip being released. The remaining clips were ejected due to the found condition of the jaw. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. The device lockout as intended, however the orange indicator did not show up completely. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the first device jammed. A second device was pulled and that device jammed. Unknown at what firing the devices jammed. A third device was used to complete the case with no patient consequence. No further information at this time.